Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Customer consumed carbohydrates to address bg. Suspected cause of low bg was due to customer's food intake taking more time than anticipated to increase bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.